Event description:
Dr. "A prospective, open-label study of long-term intrathecal ziconotide for chronic nonmalignant back pain: a case report". Neuromodulation, volume 9, number 1, 2006 68-71. Patient experienced increased pain after drug delivery was discontinued for five days around time of new pump implant. In 1998, the patient underwent pump pocket revision surgery to reduce the fluid that was surrounding the pump reference MFR report # 2182207200700419.